Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) for loose stools with blood, pain in abdomen, decreased appetite, general weakness, dizziness, and headache. Cytoflavin was given (400 mg oral once every two days), carvedilol-ratiopharm 12.5 mg once every 2 days, and aldaron 100 mg orally once every two days. Electrocardiography showed tachycardia, sinus rhythm, heart rate 100 beats per minute. There was bundle branch block and cicatricial changes along the anterior apical and lateral walls of the left ventricle. Abdominal ultrasound found diffuse chances in the liver parenchyma and cholecystitis. Chest computed tomography (CT) found linear fibrosis of the upper lobe of the left lung concerning for cardiomegaly. Ultrasound of the pleural cavity found traces of free fluid of about 50 ml. The patient passed away (B)(6) 2021 from neurological dysfunction/asystole cardiac arrest despite resuscitation measures which included: indirect heart massage, mechanical ventilation, and the administration of adrenaline, prednisolone, and sodium bicarbonate.

Manufacturer narrative:
A past stroke event is referenced in manufacturer report number # 2916596-2021-04043. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient also developed sepsis from staphylococcus aureus bacterial infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 lvas, serial number: (B)(6), could not conclusively be determined through this evaluation. The patient expired on (B)(6) 2021. No product is available for investigation; however, in the event that heartmate 3 lvas, serial number: (B)(6), is returned, this investigation will be reopened. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 13apr2015. The heartmate 3 lvas IFU and patient handbook are currently available. This IFU lists bleeding, cardiac arrythmia, infection, sepsis and death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. This IFU and patient handbook have multiple sections for care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.